Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: 14-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 140mm abdominal aortic aneurysm. It was reported that an endurant stent graft system was used to reline a previously implanted non mdt stent graft to treat a type iiib endoleak. Two endurant ii limbs (etlw1616c156e and etlw1613c93e) were implanted on the right side. The etlw1613c93e was implanted as an extension inside the etlw1616c156e. The relining treatment appeared successfully as per the imaging during and post procedure. It was noted that a follow up CT three days post implant showed that the right contra limb (etlw1616c156e) was not within the gate of the main body and this caused the previous endoleak to continue. The patient was transferred to another facility for treatment of a gi bleed. It was noted that the patient has not and will not receive treatment. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.